Event description:
During surgery, the drill bit broke, leaving a piece in the pt.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The cause could not be determined. The investigation could not draw any conclusions about the reported event. No corrective action taken. Trends will be monitored.